Event description:
It was reported that a spectrum iq infusion pump was infusing total parenterol nutrition (tpn) via patient's umbilical central line when the infusion stopped and the pump shut off independently despite being plugged into the wall in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.